Manufacturer narrative:
(B)(4). Date sent: 5/10/2023. Batch # 154c03. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a tyvek, and with no reload present. No functional test was performed as the device would not close. Upon disassembling, the pin closure yoke was not properly aligned, and it was resting against the release button wall, not allowing the device to close. Also, some scraping was noted on the reversed button force. Additionally, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 154c03, and no non-conformances were identified.

Event description:
It was reported that during the surgery, the closure trigger could not close. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.